Event description:
Patient revised to address loose tibial component. No cement on the implant and the bone collapsed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.